Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for post implant valve degeneration was unable to be confirmed due to unavailability of returned device/medical records/relevant imagery. A review of the DHR provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported ''approximately 3 years and 10 months post tavr with a 23mm sapien 3 ultra, the valve was failing due to unknown reasons''. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 3 years and 10 months post tavr with a 23mm sapien 3 ultra, the valve was failing due to unknown reasons.

Manufacturer narrative:
The investigation is ongoing.